Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited ventricular oversensing. No changes or interventions were reported. The patient condition was not known.

Event description:
New information received notes that the oversensing issue was discovered during a in clinic follow-up. Upon device interrogation, the implantable cardiac monitor (icm) was noted to exhibit noise oversensing. No changes or interventions were done. The patient was in stable condition.